Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand. This event occurred in (B)(6).

Manufacturer narrative:
The device was not available for evaluation. The part was not returned for further evaluation, however, an image was provided with the complaint that shows damage to the cable. The symptoms described in this complaint are indicative of this type of cable damage. Cable damage may be caused by aggressive handling, accidental pulling, or natural wear and tear with use. The damaged cable reported in the complaint has been replaced through wo-(B)(4). The case was completed by the surgeon using traditional freehand navigation. The observed risk level matches the anticipated risk level. Therefore, the overall risk of the system has been maintained an no further investigation is required. No determinations could be made as to the cause of the reported issue.